Event description:
Same article as MDR#2134265-2013-02886, 2134265-2013-02895, and 2134265-2013-02890. It was reported via a journal article that during a carotid artery stenting (cas) procedure, a cerebral infarction occurred. The patient presented with segmental occlusion of the proximal internal carotid artery (ica) and an intracerebral thrombus in the middle cerebral artery (mca). Diagnostic angiograms of both the common carotid artery, or ica, and both vertebral arteries were initially performed to confirm the presence of an occlusion and evaluate the retrograde filling of the cervical ica. The luminal diameter of the cervical ica was also analyzed. Cas was performed under local anesthesia and full anticoagulation, a 3000 to 5000 iu bolus of heparin (50 iu/kg of body weight), followed by continuous infusion of 1000 to 2000 iu of heparin per hour to double the baseline activated clotting time. An unspecified 8f cerebral guiding catheter was introduced into the ica via the transfemoral route unilaterally. An unspecified steerable guide wire was gently negotiated from the ipsilateral common carotid artery through the occlusion into the distal cervical ica. The lesion was crossed with a 0.014-inch transcend-14 microwire. A microcatheter was then advanced over the wire into the distal ica, where manual injection of contrast was performed to confirm the position within the true lumen and to determine the length of the occlusion. The microcatheter was exchanged for a 2.0 or 3.0mm non-bsc small-diameter coronary angioplasty balloon which was inflated to 6 to 8 atm to predilate the occlusion. The filterwireez distal protection device was then advanced parallel to the microwire and deployed in the high cervical ica. A self-expanding 7 x 40mm non-bsc stent was then placed across the occlusion, followed by postdilation using a 4 to 6mm non-bsc balloon. A final ipsilateral carotid angiogram was performed to confirm reestablishment of antegrade flow and to evaluate the luminal diameter of the distal protection device deployment area in the cervical ica. Final residual stenotic diameter was less than 20%, and thrombolysis in myocardial infarction (timi) antegrade flow grade 3. Successful recanalization of the occluded proximal ica segment was achieved. There was no vessel perforation or extravasation. On the postprocedural diffusion-weighted image (dwi) the patient developed new focal brain lesions. The patient experienced an additional m1 occlusion and demonstrated new infarctions in the mca territory after selective thrombolysis of the m1 occlusion. After the procedure, the patient received 100 mg of aspirin and 75 mg of clopidogrel daily for 1 year. In addition, low-molecular weight heparin (2850 iu/0.3 ml) was subcutaneously administered twice daily for 2 days. In conclusion, the article states the real risk of dislodging thrombi appears to be due to plaque fragment mobilization by angioplasty rather than to crossing an occluded segment.

Manufacturer narrative:
Seung kug baik, md, "what is the real risk of dislodging thrombi during endovascular revascularization of a proximal internal carotid artery occlusion?" , congress of neurological surgeons, 2011. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).